Event description:
It was reported that the patient developed an infection at the pod's insertion site, while wearing the pod between 1 and 4 hours. The legal guardian stated that the patient began to feel unwell and experienced elevated glucose levels, leading to uncertainty as to whether the issue was related to insulin delivery or illness. The infection was believed by the guardian to be associated with the infusion site; however, no specific local site symptoms were described. Medical advice was sought via national health services 111, and a clinician prescribed antibiotics for treatment of the infection. The patient was not reported to have required emergency room care or hospitalization, and no further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and medical advice reported. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.